Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on unknown date. Blood glucose level at the time of the incident was 49 mg/dl. Customer stated at one point insulin pump was saying he was at 89 mg/dl but actual reading which was 49 mg/dl. Auto mode feature information was unknown. The insulin pump will not be returned for analysis.